Event description:
The hcp reported the pt was experiencing increased spasticity. In 2005 demonstrated a failed roller. At several pump refills, the expected reservoir volume would be about 4cc and the actual would be about 13cc. The pump was explanted and replaced and returned to the MFR for analysis.